Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, battery power loss alarm or failed battery test alarm noted during testing. Hardware low level failure alarm (variable info=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose was unknown. There was battery failed alarm. Customer was able to complete insulin pump rewind. The customer reported that they were able to successfully clear the alarm. The customer performed the self and displacement test and the test was passed. The insulin pump will be returned for analysis.